Event description:
It was reported that the right atrial (ra) lead had an alert for an impedance of 170 ohms. It was noted that for the prior five years that the impedance was in the 500 ohms range and that capture threshold had remained stable. It was also reported that the p-waves had decreased from 3 millivolts to 0.5 millivolts but have since been stable. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was high threshold, insulation damage and the lead was capped and replaced.